Event description:
It was reported that the patient died less than 9 months after device was implanted. Follow up with clinic reported death certificate notes cause of death as cardiorespiratory failure with secondary cause congestive heart failure. Two months prior to death, patient checked and had low ejection fraction of 20% and device was okay. Patient seen in hospital for electrophysiology consult seven days prior to death and device was functioning properly at that time.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the proximal segment was returned for analysis. (B)(4) no anomalies found; the proximal segment was returned for analysis. There were outer insulation cosmetic depressions. (B)(4) no anomalies found and the battery depletion was normal. (B)(4) no anomalies found; the proximal segment was returned for analysis. There were outer insulation cosmetic depressions.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found; the proximal segment was returned for analysis. (B)(4): no anomalies found; the proximal segment was returned for analysis. There were outer insulation cosmetic depressions. (B)(4): no anomalies found and the battery depletion was normal. (B)(4): no anomalies found; the proximal segment was returned for analysis. There were outer insulation cosmetic depressions.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient died less than 9 months after device was implanted. The cause of death has been requested and not received.